Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient's device was moving around in the pocket, particularly when the patient was playing golf. A revision surgery was done (B)(6) 2016 to tunnel a longer extension down to the abdomen to have the implantable neurostimulator (ins) pocket there. There were no patient symptoms reported. The ins was indicated for parkinsons dual/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.